Event description:
It was reported by provider that the end user complained that when raising the head of the (B)(4) bed up, the unit will slowly lower by itself. He states they sent a tech out, and the issue was confirmed. This bed is a rental unit and was with the consumer when the issue occurred.